Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested to determine the exact product code, procedure performed and patient impact. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a surgical procedure, the ultrasonic / bipolar coagulating scissors presented defect. It released the protective white part of the scissors head and needed to be disabled. There was a request for a second item for the end of the surgery. Patient consequence was not reported.